Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter, which had been in the patient for 3 months, was ruptured when being removed by an operator. Due to the stenosis of the lower segment of the ureter, two ureteral stents were placed after surgery. After more than 90 days of indwelling, the stents were planned to be removed. During the operation, a foreign body forceps was used to vice two tubes at the same time to pull them out, but the rupture occurred were located in the lower one-third of stents.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, two photo samples were submitted. One photo sample showed three stents, with two broken into two separate pieces. The second photo sample showed the two broken stents, which appeared to have been used. Although a specific cause cannot be determined, a potential root cause for this event could be, "material selection". The device was used for treatment purposes. It is unknown if the device had all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter, which had been in the patient for 3 months, was ruptured when being removed by an operator. Due to the stenosis of the lower segment of the ureter, two ureteral stents were placed after surgery. After more than 90 days of indwelling, the stents were planned to be removed. During the operation, a foreign body forceps was used to vice two tubes at the same time to pull them out, but the rupture occurred were located in the lower one-third of stents.